Manufacturer narrative:
(B)(4).

Event description:
On 16-sep-2019, the end user reported a "resistance primary biopsy channel", involving video colonoscope model ec-3890tlk, serial number (B)(4). The end user responded via email on 16-sep-2019 that a brush can get down one side of the channel but not down the other side. Detected during the cleaning after the procedure. No patient involvement was reported. The colonoscope was returned to pentax medical for evaluation on 25-sep-2019 on 27-sep-2019, the pentax medical endoscope technician documented resistance in the primary operation channel which confirmed the customer's complaint. The technician also found an accessory stuck in the primary operational channel. Other inspectional findings included: passed dry leak test, residue on objective lens, passed wet leak test, operation channel- secondary mild resistance, aft suction tube kinked/resistance, umbilical cable single buckled under pve root brace, right/ left brake knob retaining nut cover missing. On 17-oct-2019, pentax chu received a response that the user was not aware of the stuck accessory(check valve). They also stated they follow all instructions for use(IFU) for pre-procedure checks, reprocessing and accessory involved. On 18-oct-2019, a device history record(DHR) review was performed under (B)(4), the DHR review confirmed the endoscope was manufactured on 29-dec-2011 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 05-jan-2012. The colonoscope was repaired including the following components and approved by final qc on 22-oct-2019: o-rings and seals, distal end assy with tubes, adjusting collar, angle wire, bending rubber, distal attaching plate, distal attaching screw, segment attaching screw, rl lock knob retaining nut cover, rl pulley assy, ud pulley assy, light guide cable. The colonoscope was delivered to the customer on 22-oct-2019 under delivery order (B)(4). Pentax model ec-3890tlk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2010. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use.